Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation in his foot. As a result, the patient underwent surgical intervention on (B)(6) 2013 and the lead was disconnected and a new lead implanted. The pt reported effective stimulation coverage postoperatively.